Manufacturer narrative:
Product analysis: visual and microscopic review confirms implant fracture. Both of the ¿ears¿ of the component have been broken off. The broken ears were not returned for analysis. Fracture surface analysis consistent with brittle overload. The peek extra lordotic top has been broken/separated from the lower half. The pivot arm that attaches to the pin has been broken. The above observations are consistent with the implant being partially angled upon implantation, which may have exposed the component to overload and break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l1-l2 and l3-l5 due to spinal canal stenosis. I ntra-op, the cage broke during insertion at the l3-l4. The broken cage was completely explanted and was replaced with a new one. There was a delay of less than 60 minutes in the overall procedure time due to this event. No health damage to the patient was reported.